Manufacturer narrative:
Bd received samples from the customer facility for investigation. The samples were evaluated and the customer's indicated failure mode for molding defect on the hemogard shield with the incident lot was observed. A review of the manufacturing records was completed for the incident lot and no issues were identified.

Event description:
It was reported that the bd vacutainer® blood collection tubes buffered sodium citrate 0.3ml - 0.109m had molding defect. No serious injury or medical intervention reported.